Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully. The load content is unknown. There are no reports of injury or harm from the event. The facility was visited by a company representative who confirmed that there was no problem with the load, the cycle printout or the customer's bi procedure. After the reported event occurred, an empty chamber test was run. The incubation results are pending. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products and therapy dates: sterrad 200 sterilizer sn (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 03/2011 and 02/2012; there were three isolated/random spikes above the mean that stayed within the control limits. No significant trend was observed. Trending analysis by lot number was performed. The lot history from 12/28/11 to 03/23/12 found there were two other reported incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed and the issue is considered to have a risk of "none/negligible". Thirty-two (32) retain bis were tested. The product was found to function as intended. Twenty (20) unused bis were returned for functional evaluation. The product was found to perform in its intended manner. In addition, no defects were observed that would contribute to a positive bi result during the visual analysis. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. There were no manufacturing defects and/or obvious signs of user error (e.g., puncture) observed in the returned bi sample. The sterrad did not cancel which rules out a system malfunction, the ci (chemical indicator) changed appropriately, and the previous/subsequent bis were negative for growth. A cyclesure malfunction was also eliminated as a contributing factor since both retains evaluation and evaluation of the unused returned (RMA) product demonstrated that the product functions as intended when used per IFU.